Event description:
Error in programming the 4 hour limit of the device. This was found during a retrospective analysis of the pump history by the manufacturer. At 1130, the pump was programmed in the pca + continuous mode to deliver dilaudid 0.2mg/ml at a rate of 0.2mg/hr, with a 0.3mg pca dose, a 6-min pt lock out, and an 8mg 4 hour limit, instead of the intended 6mg 4-hour limit. The error in programming the device was discovered at 1700 "when the vial was changed". The pt did not experience any adverse effects and no medical interventions were required. There were no reports of any issues made to the manufacturer by customer. No further info was available.